Event description:
The facility reported a colleague infusion pump with a failure code of 813:01. It is unknown when or at what point in the process this condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 813:01, and determined the root cause to be a cascade failure from failure code 808:02, which was caused by a faulty pump head module. No repairs were performed as this is a stay in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4).